Event description:
The incident occurred at the neurosurgery ward of the hospital. When a nurse went around the ward and uncovered the blankey of the patient, the nurse found that the blood pressure tube pt12 connected with the transducer had come off from the female luer hub of the blood pressure tube and patient's blood had flushed back and leaked on their bed. The dt-xx side was still on the bed and beside the patient, and a fluid infusion set as well as a physiological saline pack was fixed as they had been. The nurse promptly took the dt12 from the patient and stopped bleeding. 400ml of bleeding was recorded. However, 9t is not certain how many hours passed after the blood pressure tube had come off. The hospital administered dopamine, a vasopressor, because their artery blood pressure was low according to nibp monitoring (no record) and the patient's blood pressure recovered to a normal level. No other treatment was then given to the patient. The hospital commended that the patient remained conscious at the time of the accident but no suppressive means was necessary.